Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of clamp issues was received from the customer. No product or photo was returned by the customer. The customer complaint of clamp issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that an unspecified bd intervascular administration set experienced difficulty clamping/unclamping tubing. The following information was provided by the initial reporter: material #: unknown, batch/ lot #: unknown. We have issues with roller clamps not being opened which does not result in an alarm the machine will administer the primary fluid and never alert the staff the secondary is not running.

Event description:
It was reported that an unspecified bd intervascular administration set experienced difficulty clamping/unclamping tubing. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. We have issues with roller clamps not being opened which does not result in an alarm the machine will administer the primary fluid and never alert the staff the secondary is not running.

Manufacturer narrative:
H.6. Investigation: a complaint of clamp issues was received from the customer. No product or photo was returned by the customer. The customer complaint of clamp issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd intervascular administration set experienced difficulty clamping/unclamping tubing. The following information was provided by the initial reporter: material #: unknown, batch/ lot #: unknown. We have issues with roller clamps not being opened which does not result in an alarm the machine will administer the primary fluid and never alert the staff the secondary is not running.

Manufacturer narrative:
The following information has been updated/corrected: g.4. Date received by manufacturer: 2020-10-20.